Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that the patient underwent a CABG procedure on (B)(6) 2016 and suture was used. During the procedure, the needle twists in penetration and bent in the middle. It was also reported that the needle was grasped in the middle.

Manufacturer narrative:
Mfg date: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch# dmr296; exp date: 07/31/2016, MFR date: 11/28/2011. Batch# hjr137; exp. Date: 07/31/2019 in addition, a review of the batch manufacturing records for the possible batch number dmr296 was conducted and the batch met all finished goods release criteria. The suture pieces were examined and damage was observed along of the strand and the end of the suture pieces was cut and frizzy. Additionally, there are slight marks on the needle likely by use of the needle holder. According to the sample condition it was suggest an improper handling for suture breakage. According to the sample condition no bent needles were observed and the curvature of the needles met the requirements. The representative sample was examined for visual defects and none was found on the packet; the packet was open and the needles were attached to the suture. According to the sample condition no bent needles or sutures breakages were observed and the tested sample met the requirements.